Event description:
A company representative reported that the neck of a yukon polyaxial screw fractured intra-operatively. It was further reported that the fractured screw shank was recovered and that a new screw was inserted. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.